Event description:
It was reported that this right ventricular (rv) lead was part of the reliance eptfe potential calcification/gradually rising lvsi advisory population and exhibited a high out of range commanded shock impedance, greater than 200 ohms. However, during the daily measurements (dm), the shock impedance measured around 100 ohms. Technical services (ts) reviewed and determined that during the commanded impedance test, if any vector measures greater than 200 ohms, the triad calculation is not performed and greater than 200 ohms is reported. It was noted in the individual vector breakdown, the rv to right atrial (ra) coil measurement was greater than 200 ohms, and the rv coil to can measurement was 130 ohms. Ts suspected both rv and ra coils were experiencing calcification. Ts recommended reprogramming, changing the vector, and discussed advisory recommendations. The caller confirmed the recommendations were followed, and the rv lead exhibited an in-range shock impedance measurement of 124 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was part of the reliance eptfe potential calcification/gradually rising lvsi advisory population and exhibited a high out of range commanded shock impedance, greater than 200 ohms. However, during the daily measurements (dm), the shock impedance measured around 100 ohms. Technical services (ts) reviewed and determined that during the commanded impedance test, if any vector measures greater than 200 ohms, the triad calculation is not performed and greater than 200 ohms is reported. It was noted in the individual vector breakdown, the rv to right atrial (ra) coil measurement was greater than 200 ohms, and the rv coil to can measurement was 130 ohms. Ts suspected both rv and ra coils were experiencing calcification. Ts recommended reprogramming, changing the vector, and discussed advisory recommendations. The caller confirmed the recommendations were followed, and the rv lead exhibited an in-range shock impedance measurement of 124 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. Section h6 updated.